Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has not been functioning as intended. Reportedly, customer has to press the button multiple times for the pump to respond. Customer stated that they received a button alarm and blood glucose levels became elevated (360 mg/dl). Customer delivered a correction bolus and stated blood glucose levels stabilized. In addition, customer reported that a quick bolus was initiated and canceled without touching the button.